Event description:
During an in clinic follow-up, myopotential oversensing was observed on the right ventricular and right atrial channels. The device was reprogrammed to resolve the event and the patient was in stable condition.